Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that it is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 225, 332, and 286 mg/dl. The customer's expected fasting blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was performed by the customer fasting and produced test results of 203 mg/dl and 255 mg/dl using the meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is 03/28/2019. Customer did not provide the lot number of the test strips that were used for testing on (B)(6) 2019 and (B)(6) 2019 when the results of concern were obtained. The meter memory was reviewed for previous test result history: (B)(6).